Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2019-05625. It was reported the patient experienced a fall. In turn, the patient's l1 lead migrated (confirmed via x-rays). As a result, the patient underwent surgical intervention wherein both leads were explanted and replaced which resolved the issue. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2019-05625. Additional information obtained identified both leads migrated. In turn, both leads were explanted and replaced.